Event description:
On (B)(6) 2012, the patient contacted the animas corporation to report a keypad malfunction. The patient alleged that the down arrow button required multiple presses to receive a response. The patient claimed this issue began a few weeks ago. The patient stated that the keypad has no signs of tears or rips. The patient wore the pump in a pocket and did not clean the pump. Patient uses a lens film. There is no reported adverse event with this complaint. This allegation is being reported due to a keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed all of the keypad buttons responded to button presses as expected. There was no evidence of contamination found under the key contacts. All keypad buttons had normal spring back or click.